Event description:
It was reported that a tandem mobi cartridge alarm occurred during the loading process, but there was no adverse impact to the customer's blood glucose level. The technical support confirmed cartridge alarm 30 and decided to replace the pump, as there were multiple alarms reported with consecutive cartridges. The customer, whose pump was still under warranty, was advised to use multiple daily injections (mdi) as a backup insulin therapy. The caller will receive a replacement pump with updated software and was provided instructions on putting the pump into storage mode prior to returning it. The customer was informed to return the problematic pump using a pre-paid ups label within 10 days, and a signature was requested for the delivery of the new pump.